Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was  getting a software problem 1. Intellis 2. 3.0 3. 243 4. Qf_port (screen 99) and their rtm was getting hot while recharging. Pt said they had called their pain clinic regarding this issue and someone had brought them a replacement controller on friday (pt was not sure if it was a mdt rep or not). Patient services (pss) unable to locate replacement record/previous call. Pt said they tried the replacement controller and was having the same problems, therefore they thought it was the rtm. An email was sent to the repair department to replace the device. When pss asked who their managing hcp was, pt provided hcp and facility info. On (B)(6) 2023 patient reported difficulty with the recharger getting hot, and that they contacted a rep on 2021-may-24. The rep confirmed they provided a temporary new antenna to the patient until patient was provided a permanent replacement. Patient confirmed receipt of the recharger replacement, which resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.